Event description:
It was reported that the patient's pump pocket became swollen. The patient was told to come back to the hcp's office in 2 weeks to have it checked again. The patient returned to the hcp and the pocket was still swollen.at that time 160 cc of fluid was drained from the pocket. The fluid was sent for culture (date not reported). The patient was having good therapy efficacy. The system was checked under fluoroscopy (date not reported) and no disconnections were found. The hcp later reported that the pump was removed on 09/11/2007. The patient was given unspecified intravenous antibiotics for 3 weeks and oral baclofen 40 mg every 6 hours. The cultures were negative. The patient recovered without sequela. The pump was programmed to deliver compound baclofen. The concentration and dose were not required.